Event description:
Customer complaint - limited data available. Customer complained of device melted her couch cushions and burned her.

Event description:
Customer complaint - limited data available. Customer stated that the heating pad melted their couch cushion and burned them.